Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced overnight occlusion alarms while using the ilet with steel infusion sets and prefilled fiasp cartridges, and the alarms were not heard during sleep despite the speaker volume being verified as on. Symptoms included interruption of insulin delivery. Outcomes included inconvenience and the need for supply changes to resolve the occlusion alarms. Investigation included review of device-use history as available and attempts to obtain additional information by phone. Investigation of this case revealed that alarms occurred overnight and the user reported becoming tangled in tubing, with no bent cannulas due to steel sets and no synced logs available for engineering review. It was concluded that the complaint was confirmed for occlusion alarms, with a probable use- and environment-related contribution due to nocturnal tubing entanglement, and no evidence of a device malfunction could be determined from available information.